Event description:
Anesthesia machine failed during induction; patient manually vented====================== manufacturer response for anesthesia machine, apollo======================a tech came to the hospital to review the machine and could not reproduce the problem. It was noted that the machine had run for 4 days without a self-test, which is supposed to happen.